Event description:
A physician reported a pt who was originally skin tested on 01/13/98 with negative results. On 1998, the pt was first treated in multiple upper and lower perioral lines (smoker's lines). On 01/13/99, the pt phoned to report hard lumps with erythema and pain at treated sites. The pt stated the symptoms began eight days earlier (on or about 01/5/99). On 01/18/99, the pt was examined and the physician diagnosed the symptoms as a hypersensitivity. Oral benadryl and topical hydrocortizone cream 2.5% were prescribed. On 01/25/99, the pt was seen following eval by multiple unnamed physicians. Oral prednisolone and an antibiotic were prescribed. On 02/10/99, the pt reported by phone that the prednisone had been discontinued and stated her symptoms were some improved. On 02/12/99, the pt presented with tenderness and tightness around the mouth. The physician prescribed cipro with instructions to stop and begin prednisone if not improved after 48 hours. On 02/15/99 the pt reported by phone that the prednisone was started. The pt stated that the symptoms almost completely resolved by the end of 03/1999. As of 06/04/99, the pt reported that the symptoms were improved, with minimal intermittent flaring and "bumps." No further medical or surgical intervention has been prescribed.